Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 400 mg/dl and they had high ketones. Customer's mother advised the up arrow button was tight and needed to be pressed multiple times until it would respond. Customer's mother was unable to complete the troubleshooting process due to the patient and the insulin pump not being available.